Event description:
It was reported that, "upon removing a screw from l4 during an adjacent level disease above a previous fusion, dr waitze pulled out the tulip head of the screw while the screw was still in the patient. Simply put, the head came right off the screw when removing. I do not know the prior surgery date."

Manufacturer narrative:
Complaint history analysis, manufacturing record review, visual inspection and risk assessment. Results: complaint history analysis. There have been 46 previous complaints related to the tulip heads disengaging from the screw body with 22 of them occurring during the removal of the hardware. Manufacturing record review. No deviations were noted. Visual inspection. The tulip was confirmed to be disassembled from the screw body. There is very noticeable damage on the inner diameter of the screw tulip. The screw body has an off-center indentation in the dome top which implies the screw was implanted at its maximum angulation. There were no adverse consequences reported during the surgery. Conclusion: from the apparent damage and previous investigations, the most likely causes of this event are overload and/or the screw being implanted at its maximum angulation. Also, during removal of the screw the surgeon can be a factor through his efforts to leverage the screw while trying to take it out.